Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned the aliquot probe due to a sampling issue. The cse cleaned sample lanes and aligned the sample rack server and positioner. An aliquot check was run successfully and quality controls were run, resulting within range. The cause of the discordant, falsely low glucose, bun and calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose, blood urea nitrogen (bun) and calcium results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were tested on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose, bun and calcium results.